Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
In the literature article, "the central shunt: aortopulmonary gore-tex shunt" (seminars in thoracic and cardiovascular surgery, vol 2, no 1 [january], 1990: pp34-45; joseph amato m.d., joseph cotroneo m.d., ralph galdieri m.d.) The patient received a 4mm ptfe central shunt at age day 5. Within hours the patient's po2 (partial pressure of oxygen) diminished markedly. He was returned to the operating room, where a thrombus was found partially occluding the shunt. It was revised.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Date of event - (B)(6) 1990.